Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. It was stated that the motor error alarm had occurred more than once in the past 30 days. The test series displacement test was not possible and the customer is not able to rewind. The customer was advised to return the insulin pump for analysis.